Event description:
Ous MDR - slowly increasing ventricular impedance (>2000 ohms) leading to exit block were reported by home monitoring and confirmed during a follow-up. The explantation of the lead is planned. This is all of the available information at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the home monitoring data returned for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned data were analyzed. The inspection revealed a slowly increasing ventricular pacing impedance with values up to > 2000 ohm, as indicated in the complaint description. In summary, the lead was not returned for analysis. Based on the information available for analysis, no conclusions can be drawn regarding the root cause of the clinical observation. The review of the quality documents confirmed a regular lead manufacturing.